Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) inhibited pacing due to extrasystoles. Biventricular (biv) trigger was turned off and a lower rate of 65 beats per minute (bpm) was programmed. These programming changes fixed most of the inhibition for now, but the clinic will also discuss medication with the patient's physician to avoid the high number of extrasystoles. No additional adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
This product remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.